Manufacturer narrative:
Correction: b5

Event description:
It was observed that during the device evaluation the colonovideoscope exhibited white residue in the air and water channels and cylinder. There was no patient involvement.

Event description:
It was observed that during the device evaluation the gastrointestinal videoscope exhibited error code e315. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, a cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.